Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the light source exhibited a communication error b30. The issue was found during an unspecified procedure, and it was completed with an olympus back-up device. There were no reports of patient harm.